Event description:
User experienced false negatives for blood when testing urine samples. The following examples were provided: initial results negative. Same sample gave result of >50 erythrocytes/ul. Visual reading of urine strip was definitely positive. No info provided to determine if results were used to guide therapy. The instrument was investigated and the issue could not be duplicated.

Event description:
User experienced false negatives for blood when testing urine samples. The following examples were provided: initial result negative. Same sample gave result of 11-20 erythrocytes/ul. Visual reading of urine strips was definitely positive. No info provided to determine if results were used to guide therapy. The instrument was investigated and the issue could not be duplicated.

Event description:
User experienced false negatives for blood when testing urine samples. The following examples were provided: initial result negative. Same sample gave result of 21-50 erythrocytes/ul. Visual reading of urine strip was definitely positive. No info provided to determine if results were used to guide therapy. The instrument was investigated and the issue could not be duplicated.